Event description:
The hospital reported that during the saphenous vein harvesting procedure, the patient experienced a co2 embolism after dissecting the upper leg. The patient was put on the pump. After the patient re-estabilized, the endovascular harvesting portion of the procedure was completed without further complications. The patient was reported to be doing fine post-op. The surgeon suspects that the event may be related to user error and a branch may not have been sealed off properly.

Manufacturer narrative:
Investigation results: from the investigation, the device is to leak rate & distal insufflation specifications. Additionally, the device passed a simulated cauterizing test. The complaint is not confirmed for device performance relating to co2 embolism.